Event description:
Boston scientific (bsc) crm received info that the pt with this bsc pacemaker and associated dextrus leads, had an infection. Therefore, all products were explanted. The pacemaker and another dextrus lead were utilized as a temporary external pacing system, and a new device and leads were implanted on the pt's right side. The lead was not returned for testing. Implant, explant and event dates were not made available.